Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and another manufacturer's right ventricular (rv) lead experienced syncope. The cause of syncope was not determined. Increased rv threshold measurements and decreased pacing impedance measurements of 330 ohms was observed. The patient was not pacemaker dependent. A lead insulation issue was suspected. An invasive procedure was performed. The lead was surgically abandoned and replaced and the pacemaker remains implanted and in service. No additional adverse patient effects were reported.